Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and boston scientific obtryx were implanted concurrently with bso, hysterectomy, sacrospinous vault suspension, enterocele repair and perineoplasty due to sui, symptomatic complex right adnexal mass, right ovarian cyst and abnormal uterine bleeding. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a mesh removal on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecoloigical procedure on (B)(6) 2008 and mesh and boston scientific obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh along with hysterectomy. It was reported that patient underwent a mesh removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4).